Event description:
Perclose proglide device was attempted x2, but this resulted in failure to capture and pull sutures through. Ultimately, placement of an angio-seal 8-french system was executed without difficulty and hemostasis achieved.what was the original intended procedure?retrograde left heart catheterization, selective coronary angiography; left ventricular angiography; angiography of the right femoral artery with attempted perclose. This has failed and ultimately hemostasis achieved with angio-seal device.device #1is this a laboratory device or laboratory test?no.